Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the ins was found to be in overdischarge on (B)(6) 2017. The patient had not used the ins for over a year because they had lost their patient programmer. The rep stated the patient may have had other over discharges in the past but the patient couldn't remember if they had. Antenna locate (al) feature was attempted and yielded values between 28-48. The rep was going to perform a physician mode recharge (pmr) to get the ins out of overdischarge. It was noted the patient needed their device working again because they were going to have a MRI of their back, and the MRI is not related to their device or therapy. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported physician mode recharge was performed multiple times, but it was unsuccessful in bringing the ins back to charge. The patient and the doctor decided that the patient would have the ins replaced on (B)(6) 2017. No further complications were reported.